Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 32 synergy drug-eluting stent was selected for use. However, it was noted that the stent was faulty. There were no patient complications nor injuries reported.